Manufacturer narrative:
Block h6: device code a1401 is being used to capture the reportable event of deflation problem. Device code a041001 is being used to capture the reportable event of material puncture/hole. Imdrf code f2202 is being used to capture the reportable event of endoscopic procedure.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted on (B)(6) 2025. On (B)(6) 2025, during the ongoing use of the device, it was reported that the patient presented green urine. However, the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline. The patient went to the ER, where the balloon was removed via endoscopic procedure. Upon removal, it was discovered the balloon was punctured. There was no patient complications reported as a result of this event.